Event description:
The customer reported that the system displayed a precharge voltage error message. The error message will likely prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. A replacement battery pack was ordered and the customer replaced the system batteries. The service representative followed up with the customer and verified that the problem was corrected and the system was operating as intended.